Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 did not energize. The tool failed to deliver energy. The power setting was 2.5. They checked the cable and generator, which all functioned fine. There was a slight delay while they were troubleshooting and grabbing the new kit to finish the case. No patient harm was reported

Manufacturer narrative:
Trackwise (B)(4). The lot # 3000281741 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the hr/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : discarded.

Event description:
N/a.